Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a defective tip. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h4 & h6. Based on the results of the investigation, a probable root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.